Manufacturer narrative:
Device evaluation summary upon receipt the device contained clear gel. Yellow material was observed within the device and gel was observed on the shell surface. During examination the device was found severely rented within shell abrasion. No other anomalies observed. Rupture complaint was confirmed. Mentor products are 100% visually inspected prior to release in addition to thorough in-process testing during several stages of the manufacturing process. Mentor product analysis lab concluded that rents are sometime subsequent to the removal of the device from its protective packaging. The complaint was confirmed since a rent within a shell abrasion was found on the device. These findings are consistent with a crease/fold failure which is a known inherent risk associated with the use of mammary prostheses and may be the result of one or more of the following contributing factors: continuous and sustained stresses to the device - such as capsular contracture or too small a breast pocket and folding or wrinkling of the shell in the breast pocket. There is no evidence that the issue is related with manufacturing. Rupture is a known complication associated with these devices and is referenced in our product insert data sheet. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
The mentor failure analysis lab has received the device for evaluation. The analysis has begun, but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. A device history record review is in progress. Once completed, a supplemental report will be submitted. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) female patient underwent an unknown breast augmentation with mentor memorygel breast implant, 550cc gel breast implants which the left side ruptured and there was issue with gel bleed on the right side after implantation. As a result patient underwent bilateral removal and replacement as "follow": left replaced with catalog "numbert" 3505501bc, lot number 7587685, serial number (B)(4), and right replaced with catalog number 3505501bc, lot number 7511965, serial number (B)(4) on (B)(6) 2019. This report is for the let side.

Manufacturer narrative:
On 2/13/2019, the manufacturing record evaluation (mre) was reviewed, and no anomalies were found related to this complaint. In addition, the mre review verifies that the device was manufactured in accordance with documented specification and procedures. Manufacturer¿s reference number: (B)(4).